Manufacturer narrative:
Results: the returned benchmark was fractured at approximately 68.0 cm from the hub. The device was ovalized at approximately 62.0 cm, 69.0 cm, 73.0 cm, 93.0 cm, 95.0 cm and 98.0 cm from the hub. Conclusions: evaluation of the returned benchmark revealed a fracture. If the benchmark is forcefully retracted from the packaging at extreme angles, the device may become fractured. Further investigation revealed ovalizations along the catheter. Based on the reported complaint and return condition, these damages were likely incidental to the complaint. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
During preparation for a medical procedure, the hospital staff noticed upon removal from the packaging that the benchmark delivery catheter (benchmark) was bent. The damage to the benchmark was found prior to use and, therefore, it was not used in the procedure. The procedure was completed using a new benchmark.